Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and pacing inhibition during an ablation procedure. The patient was pacemaker dependent and experienced syncope. It was noted that a magnet had not been placed over the device. A magnet was then placed over the device and the procedure was completed. No additional adverse patient effects were reported. This product remains implanted and in service.